Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the procedure was very painful. On (B)(6) 2017 they stated that they were bummed out that they still couldn¿t void all the way, but they were happy that they were no longer having leaks. The next day they stated that they were concerned that they had a uti, but they uti had not been confirmed as of (B)(6) 2017. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that urinary analysis was negative for uti, and culture had no growth at 30 hours. No further compilations were reported.